Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a gi bleed. The patient presented with sob (shortness of breath) and low o2 saturation, the speed of the pump was increased. Digoxin was stopped, metoprolol was started, the ra(right atrial pressure) was 6. The patient presented with neurological changes when hypotensive. On (B)(6) 2019 a carotid ultrasound was performed, the patient had >70% stenosis of the left mid-ica (internal carotid artery) and 50-69% stenosis of the distal ica. On (B)(6) 2019 there was rhc (right heart catheterization). On (B)(6) 2019 there was severe right carotid isr (in-stent restenosis) and the patient was treated with balloon angioplasty. The patient was cleared for future transplant. No further information was provided.

Manufacturer narrative:
Section g2: correction. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
A4: additional information manufacturer's investigation conclusion: a specific cause for the report of gastrointestinal bleeding and neurological changes due to stenosis of the internal carotid artery could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas, serial number mlp-007553, could not be conclusively established. Multiple requests for additional information regarding this event were issued to the customer; however, no further information has been provided to this date. The investigation file will be closed accordingly. The patient remains ongoing on mlp-007553 following this event; however, the patient experienced a further gastrointestinal bleeding event in (B)(6)2019 (MFR 2916596-2020-00731) and he experienced an additional occlusion of the carotid artery event in (B)(6)2019 (MFR 2916596-2020-00736). The heartmate 3 lvas IFU lists bleeding and non-stroke-related neurological events as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.